Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 34 mg/dl. The customer was treated with d50 put in 30ccs. Customer was admitted to 911 called. The customer was advised to monitor pump and speak to health care provider.